Manufacturer narrative:
The device will not be returned for eval as it was consumed it the event. Medwatch report - (B)(4).

Event description:
Ultraflow microcatheter being used for endovascular avm embolization. Near termination of the procedure, non-target embolization was noted as scattered through the middle cerebral artery branches. Procedure terminated, microcatheter withdrawn. Catheter had fracture 6 cm proximal to microcatheter terminus. Same event as MDR # 2029214-2011-00170.